Event description:
Caller states the pt tested 4.0 inr on the coaguchek s system and 2.7 inr on a comparison lab. No actions taken based on device result. No adverse event reported. Requested return of suspect device, however, caller no longer has the system; replacement was sent.